Manufacturer narrative:
H.6. Investigation: a 2000e-04 sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample with a connecting male luer. No further information was available to assist the investigation in this instance. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the production records for lot 20116577 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.

Event description:
It was reported that 2 smartsite needle-free connector ivl had flow issues and were clogged during use. The following was reported by the initial reporter: "inserted good flush back luer lock unable to get blood flow in to vacutainer and blood tubes attempted with syringe no flow. Luer lock replaced and blood flowed easily."

Manufacturer narrative:
"Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 2 smartsite needle-free connector ivl had flow issues and were clogged during use. The following was reported by the initial reporter: "inserted good flush back luer lock unable to get blood flow in to vacutainer and blood tubes attempted with syringe no flow. Luer lock replaced and blood flowed easily."